Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated that last week they charged their implant and everything went good, then they went to charge the controller on possibly friday and the controller battery was in the red and it wouldn't charge. Patient said they tried everything to get it to work but it was not charging. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed that the controller did not turn on. Patient verified that there was no damage to the ac cord, pins, controller battery compartment, controller battery or controller port. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the ac power supply.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.